Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, the right eye in the high resolution stereo viewer (hrsv) was displaying horizontal lines. With the assistance of an intuitive surgical technical support representative, the site reset the surgeon side console, reseated the vision cable, and cycled power, however, the problem was not resolved. The pt was under anesthesia and port incisions had been created when the surgical staff made the decision to abort the procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Result and conclusions- an investigation conducted by the field service engineer concluded the vision issues experienced by the customer were associated with the high resolution stereo viewer (hrsv). The high resolution stereo viewer (hrsv) is located on the surgeon console and provides the video image for the surgeon console operator. The system was repaired by replacing the affected hrsv. As of 2008, there have been no reported recurrences of the issue at this hospital.